Manufacturer narrative:
The client that had this unit was mowing his yard; just like he had done many times before with the poc strapped onto his back like a backpack. Not sure how; but he said he had loosened the straps and it was resting on the back seat of the mower. It must have gotten too close to the muffler as that is what the client had stated, and it blew up & caught on fire. It scared the client to death but he was unharmed. Fortunately, he was close enough to the house that he was able to get inside and get on his concentrator. Patient notified provider ((B)(4)) of the incident. (B)(4) notified precision medical, inc. Precision medical inc issued an rga (return goods authorization) number and call tag to send the device back to precision medical. Precision medical inc was notified by the provider that they had discarded the device. Serial number provided by (B)(4) could not be physically verified by precision medical inc serial number provided by (B)(4) for model# pm4150 is 10035865 which was manufactured by precision medical in november 2017. Patient gave (B)(4) the damaged device and purchased a new device. The incident was caused by customer error.

Event description:
The client that had this unit was mowing his yard; just like he had done many times before with the poc strapped onto his back like a backpack. Not sure how; but he said he had loosened the straps and it was resting on the back seat of the mower. It must have gotten too close to the muffler as that is what the client had stated, and it blew up & caught on fire. It scared the client to death but he was unharmed. Fortunately, he was close enough to the house that he was able to get inside and get on his concentrator.